Event description:
A medical doctor reported that during a cataract with intraocular lens implant procedure, a system message displayed. After the message displayed, irrigation was lost and he was not able to finish the surgery with the unit. The same system message kept appearing after several attempts had been made to recover the system (they tried priming with a new cassette, switching the system off and inserting a new cassette, and rebooting the unit). A delay of 300 mins was reported. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. As a sample was not returned for this complaint, it is not possible to isolate the root cause. (B)(4).